Event description:
It was reported that versacross rf wire selected for use. During procedure, the device could not cross through the septum, even after several energization attempts. An non-boston scientific rf needle was used during the procedure. No alert had occurred. The procedure was not completed due to another reason. No patient complication was reported. The device is not expected to return as discarded.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields manufacturer name, manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code, MFR country (d3), lot number, expiration date and unique identifier (UDI) # (d4), in section d - suspect medical device. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that versacross rf wire selected for use. During procedure, the device could not cross through the septum, even after several energization attempts. An non-boston scientific rf needle was used during the procedure. No alert had occurred. The procedure was not completed due to another reason. No patient complication was reported. The device is not expected to return as discarded.